Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8551, lot# 61148998, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
Additionally it was reported that the healthcare provider could not find port to refill and flipped the pump back over under fluoro; per reporter the pump was implanted correctly but just flips". Patient had no symptoms at the time. Hcp aspirated catheter to check patency and refilled the pump. Patient was referred for surgical consult to secure pump.

Event description:
Additional information: it was reported that the pump location is currently awkward and healthcare provider (hcp) planned to revise and reposition so it feels better for patient. It was stated that the pump flipped once already last (B)(6) 2012 ((B)(6)) and it was manually flipped and it hurt; patient didn¿t want to do it again. At the time they decided to manual flip it because patient had a lot to do for (B)(6) with her two kids and very emotional time. Patient had no issues since. It was also stated that one time they thought it had flipped since (B)(6) 2012 and they did a x-ray fluoro and confirmed it had not flipped.

Event description:
When trying to refill the pump, the healthcare provider (hcp) was having difficulty accessing the center port. It was determined, via lateral x-ray, that the pump was flipped. The patient had some pain at the pump site recently; no other symptoms were reported. The device system was delivering bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: as of this date patient was undergoing imaging to confirm if the pump had flipped. It was stated that the patient was in for a refill today and that is when they started to think the pump was flipped. No patient symptoms were reported.